Event description:
The customer reported failed preventive maintenance. Could not calibrate rate accuracy, vpmr out of threshold.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received non alaris bezel mech assy, front case keypad, door latch. Replaced bezel, front case keypad, door latch. Rear case cracked, as found sw 9.17.0.22 as left ver 9.17.0.22 tested pm. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the lvp mech assembly 8100. A review of the device history record showed the device had a manufacture date of 02feb2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported failed preventive maintenance. Could not calibrate rate accuracy, vpmr out of threshold.